Event description:
It was reported that within 20 minutes of starting dialysis treatment with a polyflux 140h, the patient presented with chest tightness. The patient was treated with dexamethasone 5 mg and the product was replaced. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.